Manufacturer narrative:
Concomitant products: product ID 748940, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748940, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3887-28, lot # l73308, implanted: (B)(6) 1999, product type lead; product ID 3887-28, lot # l73308, implanted: (B)(6) 1999, product type lead; product ID 7435, serial # (B)(4), implanted: (B)(6) 1999, product type programmer, patient; product ID 748940, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3887-28, lot # l73308, implanted: (B)(6) 1999, product type lead; product ID 3887-28, lot # l73308, implanted: (B)(6) 1999, product type lead; product ID 748940, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Event description:
It was reported that the patient reported no stimulation sensation. It was noted that the patient¿s implantable neurostimulator (ins) was replaced on ¿(B)(6)¿ due to normal battery depletion. It was noted that the patient met with the manufacturing representative on the day prior to report and said that the device was working wonderfully until yesterday evening. It was noted that the patient went home after the appointment and charged his ins as directed. It was noted that in the evening on the night prior to report the patient took the charger off then leaned forward and stood up and after that the patient stopped feeling stimulation. It was noted that stimulation was on and the implantable neurostimulator recharger (insr) was showing the ins charge complete message. It was noted that the patient had tried turning stimulation up and had tried changing the rate but it didn¿t make a difference. It was noted that the patient thought a wire came loose. Additional information received reported that the reporter had met with the patient on the day prior to report for initial programming session and to turn on the ins after the ins was replaced due to end of life (eol). It was noted that the patient was recharging and when he got up out of the chair he lost stimulation completely. It was noted that stimulation was on during recharging but the patient also noted a few surges prior to completely loosing stimulation. It was noted that it was confirmed that stimulation was on and no sensation on 0-3+, 4-7+. It was noted that impedances were in the 3,000 ¿ 9,000 range. It was noted that the impedances were rerun and the reference electrode changed. It was noted ¿most changes on the 0-3 lead were still in the 3,000 to 10,0000 range. It was noted that 4-7 had some good measurement and that 5 and 6 was 841 and 5 and 7 was 1121. It was noted that the patient did not feel the stimulation with these combination. It was noted that possible revision may be required as 0-3 does not look intact. Additional information was requested but was not available as of the date of this report.